Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as material issues: deterioration. Thermal problems: overheating . Mechanical problems: stress, wear. Electrical problems: signal loss, component problems. These can occur between components such as boards, panels, power supplies and fans, etc without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source presented the lamp life is more than 500 hours and spare lamp is not working. There were no reports of patient involvement.